Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were detected. During functional testing, a syringe was used to infuse water in to the assembly (ay) bag and a leak was detected in the edge of the ay bag. It was noted that the most probable root cause was that the bag loading operation was not handled properly. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
The customer provided two lot numbers as he was unsure which one was leaking. The provided lot numbers are; 3716425 or 3780607.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was leaking and the inner bag had blown. This issue occurred when the cassette was being filled and there was no patient involvement.